Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed, and the pacemaker, along with the right ventricular (rv) lead and right atrial (ra) lead, were explanted. Reportedly, during the procedure, one lead was shattered, and insulation was dissolved. The other lead was extracted whole, but with difficulty. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned severed approximately 520mm from the terminal end, only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot, approximately at 50mm from the terminal end. It was also noted that in multiple areas of the lead the coil were stretched. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed, and the pacemaker, along with the right ventricular (rv) lead and right atrial (ra) lead, were explanted. Reportedly, during the procedure, one lead was shattered, and insulation was dissolved. The other lead was extracted whole, but with difficulty. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.